Event description:
It was reported that bd ultra fine¿ pen needles are not priming. This was discovered during use. The following information was provided by the initial reporter: material no: 320109, batch no: 9226270. It was reported needle clog during injection, does not prime.

Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned as of 21 april 2020 therefore the complaint could not be confirmed, and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. If samples are received in the future the complaint will be reopened for further investigation. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles are not priming. This was discovered during use. The following information was provided by the initial reporter: material no: 320109 batch no: 9226270. It was reported needle clog during injection, does not prime.